Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was intermittently unresponsive. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/04/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: the keypad was found to be completely peeled off. During testing, the ok keypad button was found to be intermittently unresponsive. The contrast key contact was observed to be missing/detached. Contamination was found under all remaining key contacts. (B)(6).